Manufacturer narrative:
Corrected data: in the initiation report "g3 - date received by manufacturer" should have been "aug 28, 2025" instead of "aug 29, 2025".

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced pain the ipg site as it was close to patient¿s spine. As such, surgical intervention took place on (B)(6) 2025 wherein the ipg was relocated to a new pocket to addressing the issue. Reportedly, the issue has resolved post op.